Manufacturer narrative:
In the event the device is returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection at the ipg site. Reportedly, the patient was being treated with antibiotics and no surgical intervention was planned.

Event description:
Additional information received identified the issue persisted, consequently, surgical intervention was taken to clean out the patient's scs ipg pocket site. In addition, all was reportedly going well postoperatively.

Event description:
Follow up identified the patient's infection has cleared. In addition, the patient was reportedly doing well.